Event description:
It was reported that the patient was admitted to the heaith care facility experiencing chest discomfort. Upon evaluation it was noted that there was noise oversensing which led to pacing inhibition. Upon replacement procedure, it was confirmed that the oversensing was caused by insulation damage on this right ventricular (rv) lead. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).